Event description:
It was reported that during surgery, after t1 was deployed, t2 failed to deployed. The t2 implant was forcing out and pushed behind the meniscus by knot pusher, cutting the rest of the suture. The t2 implant was not removed and it was fit over the medial meniscus. T2 was not fixed in the same place where it was intended to put it. Medical no. 5 thread pliers was used to deploy the t2 implant. There was not a significant delay and back-up device was available. Patient injury was not reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. The complaint stated: ¿after t1 was deployed, t2 failed to deployed. The t2 implant was forcing out and pushed behind the meniscus by knot pusher, cutting the rest of the suture. The t2 implant was not removed and it was fit over the medial meniscus. T2 was not fixed in the same place where it was intended to put it. Medical no. 5 thread pliers was used to deploy the t2 implant.¿ the device was returned visibly damaged. The needle was twisted, bowed and bent nearly 90 degrees. Cut partial suture was returned with no anchors attached. The depth limiter was extremely distorted and pinched which is consistent with difficult anchor placement at chosen location and tissue resistance. The device no longer cycles or actuates due to the damages attained. Per the description, the chosen location and the knot pusher contributed to the situation. The physical condition indicates aggressive use. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was established.